Event description:
During cardiac catheterization of (B)(6) male with history of av canal defect and coartaction of the aorta, the catheter tip broke off and embolized. Cerebral angiogram showed tip in distal right anterior cerebral artery.